Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a product ID 9733068 (unknown serial/lot); product type: 2543-mnav - system; implant date n/a; explant date n/a h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy needle was unable to be tracked. The site opened two needles with no effect. The site rebooted the system with no effect. There was a 5 minute delay and no reported impact to patient outcome. The site reported trajectory had been locked without any pressure being applied to the probe. Unlocked the trajectory and ensured the probe was freely secured prior to hitting lock trajectory and the issue was resolved.